Manufacturer narrative:
No unexpected failed battery test alarm or battery out limit alarms noted. The device had had constant motor error alarm during rewind due to motor encoder signal out of phase. Displacement test wasn't performed and motor position encoder error alarm wasn't verified in the alarm history due to motor error alarm. The device responded properly to button presses. No damage was noted on keypad traces. The connector on lcd board was locked. The device had minor scratches on the display window, cracked display window, cracked case at display window corner, cracked reservoir tube, and cracked reservoir tube lip.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarm and was unable to clear it. Customer didn't recall the alarm which occurred. Customer removed the battery; two hours later replaced the battery, and the device alarmed battery out limit. Customer was advised it was normal for the device to alarm battery out limit when the battery was left out for an extended period of time. Customer then stated the device had alarmed motor error. Troubleshooting was performed and it was noted the device was exposed to an MRI. The device had alarmed motor position encoder error. The customer didn't know his blood glucose level. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.